Manufacturer narrative:
Presumably, the device remains in the patient's eye; thus, date of implant is indicated. The device was not available, therefore, product testing on the actual device could not be performed. The device identifiers were not provided, therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the IFU adequately states that cataract surgery with iol implantation should be performed first followed by implantation of the trabecular micro bypass stent system. MFR# reference: (B)(4).

Event description:
It was reported during a trabecular micro bypass stent system procedure, the surgeon had difficulties implanting correctly one (1) of the two (2) due a compromised intraoperative visualization. The surgeon managed to retrieve the stent; and subsequently implanted the stent in the trabecular meshwork using forceps. Following the stent procedure, the surgeon performed a cataract procedure with irrigation, and aspiration (a&I). During an intra-op gonio examination, the first stent could not be visualized and the surgeon believed that the stent may have been lost in the patient¿s eye. Per report, no treatment, or intervention has been performed at this time.